Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable, lemo receptacle and the camera power supply were replaced. The camera power supply was calibrated. The x-ray tube and snubber, and the grid were replaced. A beam alignment and generator calibration were performed. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys tracked to maximum technique and would not produce an image. No pt injury was reported.